Manufacturer narrative:
The subject device was not returned to the manufacturer for evaluation as the device remains in the patient. Surgeon reports patient is an active worker who performs heavy lifting which may be associated to the event. The date of implant, device catalog number and lot number were not reported.

Event description:
At approximately three months post-operatively during routine post-operative examination, the surgeon identified a fractured implant on radiograph. It was reported that the patient was asymptomatic with expected bony fusion visible; no surgical intervention was required.